Event description:
Right ventricular coil impedance drop noted when superior vena cava (svc) coil programmed off. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).